Event description:
The clinicians were performing a percutaneous endoscopic gastronomy on a pt, when the tube that was being placed broke in half. After numerous unsuccessful attempts to contact the complainant to obtain additional event and pt info, the complainant was eventually successfully contacted. The complainant indicated that the event occurred in 2004, and that there was no indication in the case file that any portion of the device fell into the pt when the tube broke, or that any portion had to be retrieved from the pt's anatomy. According to the complainant, the pt's case file did indicate that when the second device was placed in the pt, a second abdominal incision was made. The file also indicated that the second device was successfully placed and that there was no adverse affect on the pt as a result of the reported malfunction.